Event description:
It was reported that the extravascular (ev) lead has p-wave oversensing (pwos) due to supra ventricular tachycardias (svts) that cause a drop in r wave in r1-r2 vector and a rise in p-wave. Additionally, there was an inappropriate ventricular fibrillation (vf) detection of a supra ventricular tachycardia (svt) episode by the extravascular implantable cardioverter defibrillator (ev-ICD), but luckly the therapy was aborted. It was noted that both, the device algorithm and wavelet, did not withhold. Reprogramming was done for the ev-lead and a new wavelet template was collected for the ev-ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ev240163 ev-lead implant date: (B)(6) 2026.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the p-waves were low and the r-waves were high and consistent and stable.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory had an observation relating to wavelet detection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.